Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use. The home patient (hp) stated the transfer set leaked. The baxter technical service representative (tsr) advised the hp to go to the emergency room and contact the registered nurse (rn) regarding leakage. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 in regards to a leak and he said that it was actually his catheter and not his transfer set. He said there was a tiny pin hole on the side that squirted out fluid. He went to the emergency room and they repaired his catheter. He did not know the manufacturer of his catheter. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Patient injury reported: no medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).